Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that customer experienced and unexpected restart alarm. Customer's blood glucose was 224 mg/dl. After troubleshooting, customer was advised that insulin pump was fine and there was no need to return pump. No further information provided.